Manufacturer narrative:
Pump received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, unexpected restart alarm error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test due to blank display. Pump received with moisture damage motor, vibrator, keypad and battery tube assembly.

Event description:
The customer reported via phone call that insulin pump was exposed to fluid. The customer¿s blood glucose was 234 mg/dl. Customer reported that there was fluid under the display. The troubleshooting was performed for fluid exposure. The customer was advised that the insulin pump will need to be replaced and also revert to backup plan. The insulin pump will be returned for analysis.